Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and failed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.